Manufacturer narrative:
The fenestrated bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, operating room (or) staff called in to report they had a fenestrated bipolar broke that resulted in fragments falling into the patient. The technical service engineer (tse) found no related errors. Prior to calling in, the customer installed another fenestrated bipolar forceps to continue. The surgeon was planning to explore the wound later in the procedure to ensure all fragments were located and removed. The tse recommended customers send the instrument back for failure analysis. It is unknown if a fragment was retrieved. The site was completing the procedure as planned.